Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed, and the damage was determined to be use related. One 4 fr s/l groshong PICC was returned for investigation. The catheter exhibited evidence of use. The stylet had been removed and the proximal connector was attached to a 4.1cm segment of groshong tubing. The distal end of the two-piece connector was received separate from the catheter and proximal connector, but exhibits evidence of being connected and locked to the proximal connector. The distal catheter segment was not returned for investigation. A functional test confirmed a leak 7.2cm from the distal end of the catheter segment. The leak was located between the 55 and 56cm depth marks. A microscopic examination revealed a 1.5mm split in the external surface of the tubing. The extent of damage was greater on the inner surface of the catheter, which indicates that the catheter was damaged from within. A 6mm line of material wear was observed on the inner lumen wall. The observed damage is typical of stylet drag wear in the catheter. Due to the evidence of use on the returned sample and the stylet wear pattern, it was determined that the damage occurred during use. The product IFU states, ¿preflush catheter with sterile normal saline or heparinized saline to wet stylet.¿ the IFU also states, ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed.¿ a lot history review (lhr) of reat0354 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter leakage was found around the connection area of catheter connector upon placing the catheter.